Event description:
It was reported that needle clog occurred with a pn 32x4 100 pk germany. The following information was provided by the initial reporter, "needles are clogged."

Manufacturer narrative:
Investigation summary: fifty eight sealed 32g x 4mm pen needle samples were returned from lot. No. 7236650, cat. No. 325103. Clog test was carried out on all fifty eight samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed on the returned samples therefore no root cause can be identified. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle clog occurred with a pn 32x4 100 pk (B)(4). The following information was provided by the initial reporter, "needles are clogged."